Event description:
It was reported that during a low anterior resection procedure, the device would not release after firing. Eventually, the manual retaining pin came halfway back and the device came free. The patient ended up having to have a colostomy.